Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the device has a battery inferior to 3v before implantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 01 february 2024. - on 25 april 2025, the battery voltage was measured at 2.99v. - on (B)(6) 2025, the battery voltage was measured at 3.01v. The device has been implanted on (B)(6) 2025. - it should be noted that the battery voltage is sensitive to temperature. The battery voltage re-increased since (B)(6) 2025, probably due to previous storage at low temperature. Based on files analysis, this device is probably affected by a software bug affecting the shelf-life: a programming action should have switched the device into a specific mode (during the first 6 months after the device manufacturing date), which is more consuming than the shelf-life mode (until the device implantation), and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The low temperature storage and the switch into this specific mode probably explained the changes in the battery curve. As the battery voltage recovered > 3v, the device could be implanted.

Event description:
Reportedly, the device has a battery inferior to 3v before implantation.